Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when inserting the catheter, the surgeon opened the package and found that the catheter was abnormally bent. He removed the guide wire to check and found that the guide wire was also bent at the bend. The surgeon believed that the catheter had quality problems and had a risk of tube breakage, so it was not used. No other information was provided.